Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the zero-p va cage convex h7 peek (part #: 04.647.137s, lot #:74p0202) was received at us cq. Visual inspection of the complaint device showed that the spacer was damaged with the peek material being stripped along the screw path area. The plate was scratched. Both the spacer and the plate were connected firmly and stable. Functional test: a functional assessment was not properly performed due to the post manufacturing damage. However the other returned complaint device, the screw was inserted in both both holes of the complaint device and it went in easily. Can the complaint be replicated with the returned device? Unable to perform due to the damage of the complaint device. Dimensional inspection: no dimensional inspection was performed due to requiring destruction of the device, and device assembly and geometry limits ability to accurately dimensionally inspect. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the complaint device was received damaged. Based on the reported information it is likely that the damage occurred during the surgery. However the broken condition reported could not be confirmed based on the investigation performed. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot product code: 04.647.137s, lot number: 74p0202, manufacturing site: mezzovico, release to warehouse date: 26 oct 2020, expiry date: 01 oct 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for complaint (B)(4). .

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the surgeon was performing a 2 level acdf procedure on patient at brisbane private on the. A 7mm convex zero p va cage 04.647.137s lot:74p0202 was inserted and one 16mm screw was inserted. When inserting the second 16mm screw the surgeon noted that the plate was shifting. The screws were removed and it was clear the plate section of the implant had become disengaged from the cage. The plate was ¿snapped¿ back onto the cage and surgeon was happy to try to reinsert the cage. Nurse confirmed that the cage and plate locked back together. Once again upon reinserting the second screw the cage and plate disengaged and the surgeon had to remove the implant and uses an awl followed by the screw but due to the issues of the plate shifting. Surgeon also used a drill and guide, which was noted that while drilling the plate it did not shift, was during inserting the screw that this occurred and a new cage was inserted. Procedure was complete successfully with ten(10) minutes delay. Concomitant device reported: unk - guides/sleeves/aiming: guide (part# unknown; lot# unknown; quantity: unknown). Unk - drill bits: (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) zero-p va implant 7mm height convex-sterile. This is report 2 of 3 for complaint (B)(4).